Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with vegetation. Reportedly, the patient was presented with an open pocket post device changeout. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.